Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 3.00mmx12mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated to 12 atmospheres however it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed a circumferential tear in the midsection of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 3.00mmx12mm maverick 2 balloon catheter was advanced to the lesion. The balloon was inflated to 12 atmospheres however it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).